Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the manufacturer representative met with the patient on (B)(6) 2021. It was confirmed the patient was receiving an oor message when increasing amplitude. The representative checked impedances and contact 4 was at 31,690 ohms. The patient was programmed on contacts 2-4+. The issue started after the patient had physical therapy on friday 11/5/2021. The representative reprogrammed using contacts 1+2-3-5+. The patient felt stimulation in the correct area and representative was able to increase amplitude without oor.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt stated they turn stim down at night so they don't get tingling in their legs when they lay flat and then increase stim back up when they wake up. However saturday morning pt tried increasing back up but just kept seeing settings not available. Pt said they could lower stim but not increase again, and the ins still charged and pt was ableto go into MRI mode. Pt said they called a rep (who's number they got from their former rep who no longer worked for mdt) and did some troubleshooting, and lowered stim down to 3.6 but could not raise stim back up again. Pt said they already reset controller and cleaned the battery contacts. Pt was on group a, and had not tried group b or c yet. Pt tried group b but got settings not available. Pt tried group c and was initially able to increase, but once they got to 3.6 they got settings not available again. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.